Event description:
Nurse called and stated that they had a capsule that failed to attach. In the process of placing the capsule, everything seemed to work as supposed to, but when removing the delivery sys, he noticed the capsule was still attached and fell on the patient's mouth.

Manufacturer narrative:
No patient injury has occurred following this incident.